Event description:
Healthcare professional reported left side rupture, seroma-late and capsular contracture baker grade unknown the device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late and rupture. Device evaluation: visual analysis of the photographs identified; an opening on anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.